Event description:
It was reported that during an explant procedure, there was a lead fracture and part of the lead was retained in the pt's body. The pt underwent device explantation as she needed magnetic resonance imaging (MRI) for neurological issues (possible stroke/transient ischemic attacks). The pt's healthcare professional stated that the neurological issues could not be attributed to the device.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.